Event description:
The complainant alleged that during routine testing by a biomed the device displayed an "error 44" message. The complainant indicated there was no pt involvement with this reported malfunction.